Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found to have outflow graft obstruction on computed tomography angiograph. The scan was obtained due to an echocardiogram optimization study where there were no significant changes in the left ventricle cavity size with a speed increase. The patient had been having very few low flow alarms and no significant changes to their parameters. Log files were sent for review, and the event log file captured low flow alarm events on (B)(6) 2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. An outflow graft obstruction was determined through clinical diagnostic. Additional information was provided that thrombus was confirmed as the cause of obstruction. On review, the patient' had a subtherapeutic international normalized ratio (inr) in the setting of scaling back on their coumadin (warfarin) at times. The patient self-held warfarin dosing for recurrent hemarthrosis in the right knee and for gingival scaling. Symptoms included low cardiac output on right heart catheterization on (B)(6) 2025, with worsening cardiogenic shock. The patient was transferred to another facility for outflow graft revision at the center that they were listed for transplant. The obstruction was resolved.

Manufacturer narrative:
Section h6: health effect - impact code and medical device problem code corrected. Manufacturer¿s investigation conclusion: the submitted computed tomography angiography (cta) images confirmed the reported outflow graft obstruction; however, the type of outflow graft obstruction could not be determined based on the submitted images. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hemarthrosis could not be conclusively determined through this evaluation. The controller log file contained events from 22jan2025 through 31jan2025. The file captured transient low flow alarms on 22jan2025. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the patient¿s recurrent hemarthrosis; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. This section provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length. Section 6, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.